Event description:
Voluntary medwatch report form received noted that the right ventricular lead was also suspected of fracture.

Manufacturer narrative:
Correction to h6 and b5 for suspected fracture and noise.

Manufacturer narrative:
UDI is not available as product information was not provided.

Event description:
Voluntary medwatch report form received noted that the right ventricular lead displayed noise and high pacing impedance. No intervention was reported. Patient status was not provided.